Event description:
It was reported that during a clinical visit the patient's implantable pulse generator (ipg) device battery was found to be totally depleted and the patient's heart rate was now at 30 bpm. The ipg device was explanted and replaced with a new device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Actual longevity is <80% of 99.9% longevity limit - the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) actual longevity is < 80% of 99.9% longevity limit